Event description:
It was reported that the user received an occlusion alert during a meal announcement and temporarily disconnected, primed the tubing, replaced the infusion site (contact detach, 6 mm, 23 in, lot 6005141), and resumed insulin delivery; blood glucose was 213 mg/dl at the time, and subsequent follow-up indicated no further occlusion alerts and a blood glucose of 170 mg/dl. Symptoms included hyperglycemia. Outcomes included transient elevated blood glucose without medical intervention or use of backup therapy. Investigation included user guidance to disconnect, verify drops at the connector, prime the small tubing, and fill the cannula, followed by monitoring. Investigation of this case revealed that the occlusion cleared after site replacement and re-priming, with normal operation thereafter. It was concluded that the cause of hyperglycemia was unclear and that the event resolved after site replacement and priming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.